Event description:
The customer complained that her coaguchek xs meter with serial number (B)(4) read too low and she does not think the results are correct. On (B)(6) 2016 the customer tested on her meter at 6:00 p.m. And obtained a result of 2.4 inr. On (B)(6) 2016 at 9:30 a.m. The customer decided to go to the hospital laboratory on her own. The result from the laboratory by an unknown method was 5.9 inr. The customer thinks the results from her meter are incorrect due to her experiencing bruising in her leg. The customer was not treated at the hospital. The customer reported both results to her physician who advised her to stop taking coumadin for the next 5 days based on her complaint of leg bruising. The patient's therapeutic range is 2.1 - 2.8 inr. The customer states she currently has increased leg pain and bruising. The customer has not been treated with heparin recently. She takes no direct thrombin inhibitors. She does not know if she has antiphospholipid antibodies. The suspect product was requested for investigation. Relevant retention test strips (lot 124157) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer returned the meter and an empty vial of strips. The returned meter was tested with the current master strip lot 230734-80 since the customer did not return any strips. All measurements were without error messages. The returned material meets the specification.